Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue.